Event description:
It was reported that the pt has been suffering for approx one year from pain at his head, described by the pt as extending from the ci side to the other. For this reason the pt can use his ci only 2 - 8 hours a day. A CT scan was made in december 2012, not showing any results. A medical treatment was not successful. The pt is satisfied with the hearing performance of this ci when he uses it. A recent CT scan shows a slight inflammation in the mastoid.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.